Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on this right ventricular (rv) lead. High capture thresholds were also observed on this lead as well as on the left ventricular (lv) lead. The involved leads are non (B)(6) products. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).